Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint packaging was evaluated and the reported event was confirmed. Initial correspondence and pictures from japan showed that upon receiving the product, no damage was noted and the packaging was not opened. However, when the product package was returned and visually inspected, it was found that there was a cut in the lower portion of the bag on the side the china label was applied. The cut was the length of the bag on that side and partially through the opposite side. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was no product in the packaging bag of the product. No adverse events have been reported as a result of the malfunction.